Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Medical device lot #: unknown. . Device manufacture date: unknown. Results: a sample was returned for evaluation. The photo was evaluated and sample was not. A review of the device history record could not be performed as a lot number was not provided for this incident. A photo was received of severed tubing. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set before use the tubing seemed fine. During blood draw there was a leakage in the middle of the tubing where the tubing had been separated. There was no injury or medical intervention reported.